Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic surpacervical hysterectomy on (B)(6) 2007 to treat chronic menorrhagia, uterine leiomyomata and iron-deficiency anemia, and an mesh device was utilized to remove the fragments of the fundus using the endocatch system. On (B)(6) 2007 pathology report revealed gist positive in abdominal mass, small intestine, large intestine, appendix, cecum, ovaries, right and left fallopian tubes. She had an appendectomy, sigmoid colon resection, bsoo, trachelectomy, small bowel resection and placement of ureteral stents. It is reported that the patient died in (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified adverse events, and death. No additional information has been provided.